Event description:
I was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was placed during a gastrostomy placement procedure performed on (B)(6) 2018. According to the complainant, during the removal of the device on (B)(6) 2019, the internal bolster detached. An endoscope was inserted and the bolster was retrieved using grasping forceps. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. (Initial reporter address 1): (B)(6). Problem code 2907 captures the reportable event of feeding tube internal bolster detached. A visual examination of the returned device showed heavy residues indicating use and handling. The internal bolster was found to be detached/separated from the device however it was not returned for analysis. It is important to mention that remnants of the bolster remained on the end of the tubing. The distal end of the tubing presented no tearing. It appeared that the internal bolster was securely molded to the tubing during manufacturing. The tubing did not present evidence of material degradation during implantation. The complaint was consistent with the reported incident that the bolster detached/separated. Bolster detachment most likely occurred because the user handled the device improperly causing the bond between the tubing and bolster fail. Based on the information available and the analysis performed, it was determined that the investigation conclusion code for the complaint will be documented as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was placed during a gastrostomy placement procedure performed on (B)(6) 2018. According to the complainant, during the removal of the device on (B)(6) 2019, the internal bolster detached. An endoscope was inserted and the bolster was retrieved using grasping forceps. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event.